Manufacturer narrative:
The report is based upon info obtained by smith & nephew inc. Endoscopy div, which the company may not have been able to investigate or verify prior to the date of the report required by FDA. No product is being returned for evaluation.

Event description:
The first anchor went in without issue as the doctor went to release the suture, it would not release and the suture broke. This anchor remains embedded in the pt. A second anchor was placed and when the anchor and suture were being deployed the anchor pulled out of the pts bone. The doctor pre-drilled with our 3.0mm drill. Additional anchors were used to complete the repair. A delay of 20 mins resulted.